Event description:
During the acdf procedure at levels c5-c6, the surgeon implanted the vectra plate ((B)(4)) with 7 screws. The surgeon did not like how the last screw went in and thought the angle/path of the screw was incorrect. The surgeon decided to remove the screws using the extraction screwdriver ((B)(4)) that has a special outer sleeve to protect the plate from damage. The surgeon overtightened the sleeve, and that caused the elgiloy clip on the plate to come out. The surgeon removed all implants (plate and 7 screws), but did not have another plate of this type. Tried to use 14mm plate, but it was too big. The surgeon used the competitor plate and screws (medtronic) to successfully complete the procedure. This incident prolonged the surgery by 20-30 minutes. This complaint is on the screwdriver and this complaint is 9 for 9 for the same reported incident. This complaint pertains to the first locking cap that was re-tightened. This report is two of seven for this event.

Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.